Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the high pitch alarm. The se informed the customer that, the single tone alarm is a result of the ventilator being ran, and then turned off, unplugged and plugged back into ac within 2 minutes. The customer was informed that in order to prevent recurrence of this issue, they could either turn the ventilator on, wait for power up, and then turn the ventilator back off. Or, while the ventilator is in the off position, unplug from ac and wait 2 minutes, then plug the ventilator back into ac. Either of these will cease the single tone alarm. The se disassembled the ventilator and evaluated all printed circuit boards (pcbs) and power supply assembly for any abnormalities, and none were found. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. Reference manufacturer report #8020893-2016-03398.

Event description:
It was reported that, when a 980 was plugged into ac (alternate current) and the power switch was in the off position, the screen was black and a high pitched alarm was generated. The ventilator was not in use on a patient at the time of the reported event.